Event description:
On the event date, a physician order was received to remove the davol drain from above pt who underwent a hemiarthroplasty of the left hip one month prior. While attempting to remove the drain, the rn met resistance. The surgeon was called and he subsequently instructed the nurse to continue to pull. Upon pulling, the drainage tube snapped. Pt returned to surgery under general anesthesia for removal of the retained segment in 2009.